Manufacturer narrative:
Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. Company comment: the serious expected event of foreign body reaction was considered possibly related to the treatment. Seriousness criteria includes the need for surgical intervention to prevent permanent damage. The potential root cause includes a foreign body reaction to the product in the local tissue. This case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 25-jun-2025 by a registered nurse via a sales representative, concerning a female patient of unknown age. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In 2024 (approximately, 1.5 years prior to the report date), the patient received treatment with 1 vial of sculptra to unknown location (unknown lot number, injection technique and needle type). Following the treatment, the patient developed a cyst/foreign object/delayed onset foreign body (foreign body reaction), which was only felt by the patient. On an unknown date, the physician performed surgery for the cyst. The pathology report confirmed the presence of a foreign object. They said this delayed onset foreign body reaction was related to sculptra. The patient was fine. Treatment for the adverse events was not reported. Outcome at the time of the report: cyst/foreign object/delayed onset foreign body was recovering/resolving.